Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Sample from reserve lot was evaluated and the reported event was not confirmed. The sample was tested under standardized conditions and no unusual behavior was observed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the event was not confirmed. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that after the cement implantation, the polymerization was not as usual. The cement did not warm or harden as anticipated and the consistency was not uniform. The cement was removed and the procedure was completed with another batch. No further information has been made available at this time.